Event description:
In this case, it was reported that the valve was explanted after an implant duration of approximately 62 months. Unfortunately, the reason for explant has not been provided. No other details reported. The explanted valve was replaced with a 27mm edwards valve.

Manufacturer narrative:
Device not returned. Unfortunately, the sample device was not returned. Therefore, the root cause of this event could not be conclusively determined. Follow up for additional information is currently being made. A supplemental MDR will be submitted in the event that any new information is received. No further actions are possible with the available information.

Manufacturer narrative:
Based on the follow-up with the health-care provider, it was learned that the explant was due to regurgitation. No other details reported. Despite repeated attempts to receive further information regarding the event, no additional information was received. Unfortunately, the subject device was not returned, therefore, no evaluation can be performed. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. The type and cause of regurgitation varies depending upon multiple factors. Typically, mild regurgitation is not unusual after initial valve replacement, and is usually tolerated by patients. Often moderate to high regurgitation requiring re-operation in the immediate post-operative period is due to procedural related issues and is unrelated to the device. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. However, advances in valve design and bioprosthetic material have been made with the intention of reducing perivalvular or central leaks by providing more efficient hemodynamics and longer tissue durability. No further actions are possible with the available information.